Manufacturer narrative:
H4: the lot was manufactured between january 29, 2023 and january 30, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked resulting in a "check valve set adjustment" alarm on the automated compounder. This was observed during use at the at customer facility. There was no patient involvement. No additional information is available.